Event description:
It was reported during a percutaneous transluminal coronary angioplasty/ stent procedure the delivery system would not cross the lesion. Upon removal of the delivery system, it was noted the stent had become separated in the peripheral vasculature. Attempts to retrieve the separated stent were unsuccessful. Reportedly, the pt was discharged from the hosp without complications.